Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported, other than that the aortic neck had severe thrombosis. It was reported that the talent bifurcated stent graft was implanted without issues; however, the patient presented with back pain 5 days post-implant, and the CT demonstrated that the right renal artery was occluded. The apex of the stent graft was across the renal artery, and it is possible that some thrombosis in the aorta may have been pushed into the renal artery. The physician elected to intervene by attempting to insert a catheter into the renal artery; however, as the artery was too occluded, it was decided to abort the intervention. The patient was not treated and was discharged. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: arterial and venous occlusion. Severe thrombus in the aortic neck. Conclusion: severe thrombus in the aortic neck.